Event description:
It was reported that the device exhibited a red screen and error code 46184. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. Functional testing was able to duplicate the reported issue. It was determined that the lcd calibration was the root cause. The lcd was calibrated, and the error code was cleared. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.